Manufacturer narrative:
One impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was returned for investigation along with the transfer mount. A visual inspection of the as returned product identified some signs of damage from use in the form of residue coating the implant, but no other signs of significant damage or deformation. The implant hex did not present with any signs of damage or stripping. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Functional testing was performed for the returned product and found that it engaged and was held effectively by compatible in-house testing driver. The alleged device malfunction was unconfirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report d4: device expiration d4:(B)(4). G4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h4: date of manufacture h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient weight: unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that during placement, the internal hex threads of the implant (tsvb13) stripped. Another zimmer implant was placed instead. Tooth location 4.